Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she had used nine sets and in five of them the connection from the tube separated from the connection, the part that goes in the skin, the little thing attached on the body and the tubing. Reportedly, the tubing was separated from the round thing when the patient woke up. Upon visual inspection (investigation) and a test for click were performed on the returned used device (1tubing and 1 set), it was found that the tubing was detached from the tubing connector on both samples. No further information available.